Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 415 mg/dl. Customer stated that they called their endocrinologist and got everything okay and blood glucose came down to 193 but the next morning customer¿s blood was 261 and took the 14.6 units. Customer stated that on monday blood glucose values were 253 mg/dl, 214 mg/dl, 117 mg/dl, 337 mg/dl, 165 mg/dl, 133 and changed site yesterday. Customer stated that device would not let customer move from medtronic and finally went blank. Customer stated that had to reprogram time and date and received insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that self test passed. Customer stated that did not wanted to proceed with high blood glucose troubleshooting. The insulin pump will not be returned for analysis.